Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that lead dislodgement was observed through x-ray. Twiddler's syndrome was suspected. There was no capture at maximum outputs. The lead was explanted and replaced when repositioning was unsuccessful. The patient was in stable condition post-procedure.